Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with an unspecified medication (dose, route and frequency not reported) for the event. It was not reported if the patient was discharged from the hospital. Four days after onset of the event, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report the patient was recovering. No additional information is available.